Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was contacted because of a survey he took and he reported on the phone that it felt like the insulin pump was not delivering insulin. The customer also reported inaccuracies between the sensor glucose reading and the blood glucose reading when wearing the sensor. The customer stated that his doctor requested he stay off the sensor due to the inaccurate readings. The sensor glucose reading would be 135 mg/dl and the blood glucose reading would be 300 mg/dl. The customer also reported high blood glucose levels between 350 and 400 mg/dl. The customer performed some troubleshooting and did not find any other issues. The customer's blood glucose was at 58 mg/dl, and then at 56 mg/dl and treated with food. The customer did not feel well enough to continue troubleshooting. The customer agreed to a call back when he felt better. The customer was called a third time but the customer had a headache, so the call was finished. No further details were provided.